Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2: yes was inadvertently selected, it should be blank. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with a brown organic foreign material, however, the specific material could not be conclusively identified. It was noted that it may be feces. Additionally, the cause could of the clog could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Information could not be obtained on whether reprocessing was completed before the device was sent in for repair. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found there was air/water flow issues due to the nozzle clogging with organic brown material, which seemed to be fecal. In addition, evaluation found the biopsy channel was perforated, the bending section cover adhesive was worn out, the distal end insulation was out of specification, the scope cover was damaged, the lens glue was worn out, the connecting tube was buckled, bending angulation was out of specification, switch #1 was worn out, the universal cord was buckled, and the connector was corroded. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope could not be disinfected, even after trying 3 disinfection machines. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.